Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer's blood glucose level. The customer successfully reset the pump independently, and no further reoccurrence of the malfunction code was noted. Technical support advised the customer to continue using the pump and to call back if the malfunction code recurs.